Event description:
Reportedly, on a smartview hotspot kb880 (rms) the status light remains orange and cannot transmit. The helpdesk contacted the patient on (B)(6) 2023. Since (B)(6) 2023, the patient's rms remained powered on, but the status light remained orange. Performed a reboot. The wirex signal strength was one single green light. It didn't change even if moved the place. The status light remained orange and did not change.

Manufacturer narrative:
¿ Upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor remains in orange. ¿ measuring the impedance with a multimeter revealed that there is no short circuit between the printed circuit board (pcb) and the ground. ¿ based on available information it can be suspected that the reported issue most probably resulted from a software issue leading to the corruption of the operating system configuration, which prevents the application from starting. ¿ this case is retained and utilized for trend purposes.

Event description:
Reportedly, on a smartview hotspot kb880 (rms) the status light remains orange and cannot transmit. The helpdesk contacted the patient on (B)(6) 2023. Since (B)(6) 2023, the patient's rms remained powered on, but the status light remained orange. Performed a reboot. The wirex signal strength was one single green light. It didn't change even if moved the place. The status light remained orange and did not change.